Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty and a dissection occurred. The lesion was located in the mildly tortuous, mildly calcified proximal left anterior descending (lad) artery. A 2.5x12mm maverick2 balloon was used to predilate the lesion. The taxus express2 3.0x16mm drug eluting stent was advanced to the target lesion and the balloon was inflated to 13 atm for 30 seconds without difficulty. The stent balloon was deflated and the physician encountered difficulty removing the balloon from the stent. While the physician was trying to remove the balloon from the stent the tip of the guide pushed into the vessel due to resistance of balloon coming out of stent causing a dissection of the proximal lad. A taxus stent was placed to treat the dissection. No further pt complications were reported. Pt status is satisfactory.